Manufacturer narrative:
Other contact phone number: (B)(6). Corrected field: b5, e3, h6(component-codes, health effect-impact codes). Updated field: b4, e1(contact number), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed directly on site. Fse checked, monitor disassembly and video card contact cleaning performed. Functional checks and diagnostic tests. Regular operation tests. Repair completed. The device passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.

Event description:
It was reported by the customer that during routine the cardiosave intra-aortic balloon pump(iabp) device cannot be used because the contact is defective when opening the monitor, resulting in a striped screen that is therefore completely unreadable. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that during routine the cardiosave intra-aortic balloon pump (iabp) device cannot be used because the contact is defective when opening the monitor, resulting in a striped screen that is therefore completely unreadable. There was no patient involved.